Event description:
It was reported that insulin leakage occurred from the ilet pump cartridge, associated with the reservoir component, after the user noted fluid in the chamber and reconnected using new supplies, with blood glucose readings confirmed at 300 mg/dl and later 312 mg/dl before trending down to 260 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed a leakage related to a seal issue at the reservoir, consistent with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.